Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not being populated with newly registered patients and medication orders. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system failed to update with newly registered patients and medication orders. A technical support specialist (tss) dialed into the application server and reviewed the synchronization information and reports. The data appeared to be syncing correctly from the server side. During the review, transaction data was found for the mentioned timeframe. However, the customer declined to provide order identification (ID), med ID, or transaction reports for deeper analysis. Additionally, the remote support service (rss) status indicated a domain issue with the device, showing a credential-manager error stating the device was not on the domain. Upon discussion with the customer, it was identified that the issue was due to intermittent network disruptions at their site, not related to pyxis. The customer confirmed that no further investigation could be done from our end and agreed to close the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not being populated with newly registered patients and medication orders. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.